Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73d2400021 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Following deployment, copious bleeding was present at the access. Bleeding present at the access site during deployment is a possible indicator for tract deployment. Balloon angioplasty was deployed to tamponade, and the vascular surgeon was called in for surgical intervention. During the cut-down procedure, the surgeon found the entire manta device was deployed intraarterially. The manta device was explanted, and the vessel was patch-repaired. The patient did not experience any harm, injury, or health consequences due to this event, and the outcome post-procedure was good. The root cause of the delivery of the implant not being effective in creating hemostasis requiring surgical cutdown is due to user error in deploying the entire manta device intravascular. Numerous causes for intraarterial deployment have been established. However, the exact reason for this intraarterial deployment is potentially due to user error. There appears to be no product quality issue concerning manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: "after deployment of manta following a tavr the femoral artery was still bleeding a lot. A balloon was then inflated to stop the bleeding, but surgical intervention was needed to sew up the artery. It was discovered during the surgery that the entire deployed manta was inside the artery. Surgical patch was put on artery." Additional information: "micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 9.2mm with no reported calcification or tortuosity. Measured depth for the manta was 4.5. Systolic blood pressure was 140mmhg, act was 429. 17000 units of heparin and 120mg of protamine were administered during the procedure. The patient was reported as fine post the surgical cutdown.".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "after deployment of manta following a tavr the femoral artery was still bleeding a lot. A balloon was then inflated to stop the bleeding , but surgical intervention was needed to sew up the artery. It was discovered during the surgery that the entire deployed manta was inside the artery. Surgical patch was put on artery." Additional information: "micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 9.2mm with no reported calcification or tortuosity. Measured depth for the manta was 4.5. Systolic blood pressure was 140mmhg, act was 429. 17000 units of heparin and 120mg of protamine were administered during the procedure. The patient was reported as fine post the surgical cutdown."